Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they initiated therapy at 16:45 and it was currently 19:30, but baby was staying below targeted temperature. Calling to verify device was working. Patient temperature was 32.6c (esophageal probe), targeted temperature was 33.5c, water temperature was 40.3c and water flow rate was 1.4 l/m. Neonatal pads were in place. Verified probe placement and patient temperature was via secondary probe source. Explained that the arctic sun device was responding as expected with high water temperature to get patient temperature to the targeted temperature. Water flow rate was excellent. Discussed addition of warmer and blankets if allowed in protocol or physician orders. Device was working appropriately and all signs point to patient related issues with temperature management.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they initiated therapy at 16:45 and it was currently 19:30, but baby was staying below targeted temperature. Calling to verify device was working. Patient temperature was 32.6c (esophageal probe), targeted temperature was 33.5c, water temperature was 40.3c and water flow rate was 1.4 l/m. Neonatal pads were in place. Verified probe placement and patient temperature was via secondary probe source. Explained that the arctic sun device was responding as expected with high water temperature to get patient temperature to the targeted temperature. Water flow rate was excellent. Discussed addition of warmer and blankets if allowed in protocol or physician orders. Device was working appropriately and all signs point to patient related issues with temperature management. As per follow up information received on 26dec2023. They spoke with nurse who noted vent warmers were turned on and patient completed therapy. The device remained in service without assessment. They were unsure of the sn and could not pinpoint which device had been used. No further information available.

Event description:
It was reported that they initiated therapy at 16:45 and it was currently 19:30, but baby was staying below targeted temperature. Calling to verify device was working. Patient temperature was 32.6c (esophageal probe), targeted temperature was 33.5c, water temperature was 40.3c and water flow rate was (B)(4). Neonatal pads were in place. Verified probe placement and patient temperature was via secondary probe source. Explained that the arctic sun device was responding as expected with high water temperature to get patient temperature to the targeted temperature. Water flow rate was excellent. Discussed addition of warmer and blankets if allowed in protocol or physician orders. Device was working appropriately and all signs point to patient related issues with temperature management. As per follow up information received on 26dec2023. They spoke with nurse who noted vent warmers were turned on and patient completed therapy. The device remained in service without assessment. They were unsure of the sn and could not pinpoint which device had been used. No further information available.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.